Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion pen needle was unable to deliver insulin. The following information was provided by the initial reporter: "relion consumer reported no insulin flow when taking injection. Stated, no insulin flow when priming"

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Clog test was conducted on 7pcs retention samples and all passed with no needle clog fail found.

Event description:
It was reported that the relion pen needle was unable to deliver insulin. The following information was provided by the initial reporter: "relion consumer reported no insulin flow when taking injection. Stated, no insulin flow when priming."